Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient has an scs system for off-label use. This report is pertaining to the supra-orbital leads. Device 1 of 2. Reference MFR report #: 1627487-2017-01439. It was reported the patient experienced ineffective stimulation from the supra-orbital leads. An impedance check revealed invalid contacts on the right lead. As a result, the patient underwent surgical intervention on (B)(6) 2017. During the procedure, the distal end of the right lead was cut and the remainder of the right lead was left in the patient. The doctor also repositioned the left lead for better coverage. The issue was resolved. Both leads are being reported. It is unknown which lead is the right or left lead.